Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device.a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case # (B)(4). Npi error code 132.3000 on 8015 unit, comm board- failed tamper switch. Biomed tech called in with error code 132.3000 on 8015 unit. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Error code 132.3000 explain to tech. Has to with the tamper switch on back of the unit had tech. Move the switch around, sometime they get stuck then power unit on this time unit came on with no error resolve his issue but explain if it continue happen on that unit then the sio board will have to be replace. Tech thank me for my assist.